Event description:
It was reported that during a ptca procedure the tip of the balloon catheter shaft separated. Resistance to advancement over another co's guide wire lead to inspection of the system and the discovery of the tip separation. This occurred prior to pt use. No pt injury was associated with this event.